Event description:
It was reported that the patients ipg would no longer hold a charge and patient had difficulty charging due to hearing. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred beginning of 2022 from the date the manufacturer was made aware.